Event description:
A pharmacist stated that she picked up an unopened carton of test strips and a loose strip fell out from the bottom of the carton. She opened the carton to find the cap open on one of the bottles of strips and some of the strips were loose inside the carton. No adverse events were alleged since the test strips had not been used. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the pharmacist.